Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2018 with the following findings: a review of the pump black box showed pump reboots. The battery cap was not returned with the pump. A test cap used for testing purposes and attached. The pump powered on however, reboots occurred during testing. The pump ez-prime steps were performed correctly with no power interruptions occurring. A visual inspection of the pump revealed the battery compartment was cracked. Corrosion was observed in the battery compartment. A leak test revealed leaks in the battery compartment. The pump¿s cover was removed and moisture damage was found to the power printed circuit board. The allegation of intermittent power was duplicated due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.